Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the harmonic ace instrument jaw and teflon pad detached as a whole and fell inside the patient. The fragment was retrieved during the same procedure and the procedure was completed with no reported injury. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the harmonic ace instrument jaw and teflon pad detached as a whole and fell inside the patient. The fragment was removed during the same procedure and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information. No procedure video is available for review. The incident occurred around 50 minutes into the procedure when the surgeon was creating an incision on the small intestine to perform an anastomosis when the device fragment fell inside the patient. No interoperative collisions occurred and the instrument did not contact hard material when the issue occurred. The fragment was retrieved via an assist port with a laparoscopic instrument with no intra-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with a broken curved blade. The broken piece, approximately 0.50" x 0.10" was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Failure analysis investigation also confirmed the teflon pad was found lifted off its clamp arm slot. No material appeared to be missing. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.